Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device a definitive root cause cannot be determined. Nothing in the event description suggests a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In the absence of additional information a root cause cannot be determined. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.

Event description:
The physician was trying to gain access for an extended period of time. He had already used 6 micropuncture kits before this. He repeatedly was trying to advance the wire when the tip of the wire broke off in the femoral artery. The physician had to make a small incision to retrieve tip of wire. Operating room personnel commented that the problem might be with what this one surgeon was trying to do. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.